Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was unable to be interrogated during an in clinic follow-up. The suspected cause of the event is premature battery depletion. The device was explanted and replaced to resolve the event. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device was in backup mode during a remote follow-up. Reprogramming was attempted to resolve the event, however, the backup mode was unable to be reverted. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.